Manufacturer narrative:
(B)(4). It was reported that the patient line extension had been connected prior to priming the patient line. As such, there was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. The device was received and evaluated. A visual inspection was performed and a hole was identified in the cassette sheeting of the sample. Leak testing was performed and a leak was noted from the cassette sheeting. Clear passage and clamp function testing was performed with no issues. The device was run on a lab homechoice machine with no alarms noted. The issue was confirmed through the sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported alarm was determined to be due to the hole in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during therapy. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient extension line(s) were connected to the set after priming. The technical service representative reviewed proper procedures with the patient and advised the patient to notify their nurse about the change in therapy. The home patient would complete therapy using manual exchanges. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.